Event description:
It was reported that pump displayed malfunction alarm with malfunction code 0 and fault ID 0-0x277d, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset procedure, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction occurred again, which customer acknowledged and understood.